Event description:
It was reported that the atrial lead exhibited low sensing threshold. During a repositioning attempt it was noted, -the lead appears to be kinked and uniformity of the conductor coils appear to be disturbed.- the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the lead kinked/bent at 10.5 cm and 23.5 cm from the connector pin. The lead was damaged in the field and is not a result of deficiency in material or workmanship. The lead exhibited normal electrical characteristics.